Manufacturer narrative:
The device history record (DHR) for lot 2326833664 was reviewed and no anomalies related to the reported issue were observed. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable. Section d4: originally, the customer provided an inaccurate expiration date and has been revised to reflect the correct expiration date.

Event description:
The customer reported that during a hip replacement procedure after using the yankauer, it was identified that the tip of the yankauer suction broke off. There were attempts made to locate the tip within the body cavity. After sufficient irrigation/suction and manual exploration of the wound was completed without finding the piece it was decided to close the patient. Xray's were also performed intraoperatively, that showed no retained device. The concern was since this piece was plastic, it may not show up on x-ray. Per customer, to date the patient has not had to have a re-operation or any ill effects. The patient is currently doing well with recovery.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.